Event description:
It was reported that during selective abdominal vessel arteriography - endovascular abdominal artery occlusion procedure the operator passed contrast through the catheter and the catheter fractured at the distal part. A 15 minute surgical delay was reported. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 device evaluated by mfg ¿updated. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the catheter shaft was returned broken/fractured in 2 segments 40.5cm and 114.5cm. The catheter shaft was noted to be flat/crushed. The hub and tip were intact. Functional inspection was not required. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported defect was confirmed based on analysis of the device. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use. It was reported that when contrast was passed through the subject microcatheter, it fractured. Follow up information explained that the subject microcatheter was positioned in the desired abdominal artery, and the microguide was removed. The specialist then attempted to inject using a syringe and slightly withdraw the microcatheter to improve arteriography. At that moment, the proximal part of the microcatheter detached. During analysis, the catheter shaft was returned broken/fractured in 2 segments 40.5cm and 114.5cm and the catheter shaft was noted to be flat/crushed. Based on a review of all available information and the analysis of the returned device it is probable that the catheter shaft was damaged during preparation which may have caused it become fractured due to some anatomical or procedural factors during the procedure. An assignable cause of procedural factors will be assigned to the as reported event 'catheter tip broken/fractured during use' and the as analysed events 'catheter shaft broken/fractured during use' and 'catheter shaft flat/crushed' as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during selective abdominal vessel arteriography - endovascular abdominal artery occlusion procedure the operator passed contrast through the catheter and the catheter fractured at the distal part. A 15 minute surgical delay was reported. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.